Event description:
It was reported the lead was removed and replaced, due to high thresholds. It was also noted the patient experienced exit block behavior over the last two years. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.